Event description:
It was reported that right ventricular (rv) lead was dislodged when the patient received appropriate shock post implant. Additional information indicated that the lead dislodgement was confirmed through chest x-ray. Clinical observation noted high pacing threshold measurement. A lead revision was attempted but the there was tissue in the screw so the physician decided to explant the lead and replace it with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.